Manufacturer narrative:
Product complaint # (B)(4). Reporter is an attorney. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: clinical report states patient was revised due to adverse tissue reaction. Pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the revision surgical notes report inflamed hip, black/gray hypertrophic synovial tissue, osteolysis, metal debris, and corrosion on the acetabular cup rim. The revision stated that the patient had moderately elevated metal ion levels, but levels provided were below the 7ppb and pre-revision medical record reports metal ion levels normal. Litigation alleges pain, discomfort, osteolysis, and metal sensitivity. Pfs alleges fatigue, weakness, pronounced limp, pseudotumor and permanent mobility restriction. After review of the medical records for the MDR reportability, patient had an achy discomfort, sore stiff hip with overactivity. In addition to what was previously reported, revision notes also state the presence of extensive debris within the hip joint. Post examination impression reported hematoma or seroma on the left hip. X-rays showed abnormal findings indicating bone loss and metal sensitivity. Laboratory results for metal ions were below 7pbb. Ppf alleges pseudotumor and elevated metal ions.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.